Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, high capture threshold and low sensing threshold were noted on the right ventricular (rv) lead. X-ray imaging was sent to technical support and it was determined that the cause of the event was due to lead conductor externalization. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.